Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called the affiliate in (B)(4) who reported that while wearing the acuvue2 brand contact lenses he/she was diagnosed with a corneal ulcer. The pt reported that the event occurred ¿many, many years ago.¿ the pt reported that he/she was treated with an ¿antibiotic solution every hour for a day, then every 2 hours for a day, with the frequency extended over the next several days.¿ the pt can¿t recall which eye was affected or where he/she was treated. The pt reported that he/she was instructed not to wear lenses for three to four days while he/she was using the eye drops. The pt reported that he/she sleeps in the lenses and was sleeping in the lenses at that time. The pt also reported that he/she ¿replaced the lenses monthly or longer depending on when the lenses would become blurry.¿ the lot number and the suspect product are no longer available. No additional medical information was received and no additional information is expected.